Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient ipg was implanted too deep thus preventing the patient to charge. The patient underwent a pocket revision and the physician decided to replace the ipg. The patient was reportedly doing well postoperatively.